Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor error. Customer stated that his blood glucose level was 193 mg/dl, but the pump read 400 mg/dl. Customer stated that he was getting off readings. Customer stated that he was experiencing intermittent cal error alerts. Customer reported that he calibrates 3-4 times throughout the day. Customer's blood glucose level was 49 mg/dl. It was explained to the customer that the sensor may be malfunctioning. Customer was advised to change the site and return the sensor in use. Customer stated that he noticed bent cannulas on the previous sensor. Customer's sensor glucose and blood glucose reading differences are not within an acceptable range. Customer will replace the sensor. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor failed due to low readings.